Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: date of initial surgical procedure - no information. The diagnosis and indication for the initial surgical procedure? - no information. What were current symptoms following the index surgical procedure? Onset date? - after a caesarean section, the patient had a low fever. It lasted for 2 weeks. But, there was no information about current symptoms. Other relevant patient history/concomitant medications - no information. What is physician¿s opinion as to the etiology of or contributing factors to this event? - no comment. What is the patient's current status? - no problem. Did the surgeon indicate that the fever was related to the intercede or was the fever a result of the surgical procedure? - the surgeon experienced this event 2 times after using interceed. He has used interceed since a few month ago. He thought that the fever might be related to the interceed, but he wanted to know if there is another factor of the fever. Were the antibiotics used to treat the fever, and prevent permanent impairment or were the antibiotics part of the normal treatment? - additional treatment.

Event description:
It was reported that the patient underwent a c-section procedure on unknown date and the absorbable adhesive barrier was used. After the procedure, the patient experienced a low fever lasted for two weeks. The patient is doing good at this time. The surgeon opined that the fever might be related to absorbable adhesive barrier. The antibiotics were used as additional treatment. No further information is available.